Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was continued when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) examined the system on-site and confirmed that c-arm would not move and displayed the geometry error massage. After reviewing log file fse found that geometry movements partly available. On troubleshoot, fse found the issue was in the geometry module. To resolve the issue, fse replaced tso (table side operating module) for geometry. After replacing the tso (table side operating module), the system is returned to good working condition. The codes were updated based on the investigation outcome. Health impact code updated.

Event description:
It was reported to philips that the system c-arm would not move and displayed the message: "geometry not allowed". The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.